Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding 510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position with the red activation knob was disengaged in the handle for deactivation of the carbon dioxide cartridge. One catheter was provided with the return. The catheter had several areas with light red/yellow or clear fluid. Powder residue was found on and in the catheter, on the on/off switch, and inside the hemospray at the catheter connection. When tested as returned (but with the red activation knob re-engaged) the device did not spray. The red activation handle was removed, no carbon dioxide was remaining in the cartridge. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge the device sprayed a large burst of powder, but then stopped. Leakage of carbon dioxide was not heard. The device was retested with a second carbon dioxide cartridge. The device sprayed a smaller burst of powder, but then stopped. The device was disassembled and the tubes were disconnected for removal of the powder. Clumps of powder were observed in the tubes between the low pressure valve, powder chamber, and on/off valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual [inspection] of the cannula and hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: only one (1) catheter was provided with the return, but the evaluation found an internal clog and fluid in the returned catheter. The root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is related to blood or other fluid from the surrounding area clogging the catheter, use error. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the evaluation found an internal clog and fluid in the returned catheter, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemastat. A patient of unknown age and gender underwent an esophagogastroduodenoscopy (egd) procedure in which the hemospray endoscopic hemostat, was used. The device was assembled per the instructions for use (IFU). When the physician attempted to spray, nothing would come out. The catheters were switched out and again the device would not spray. [The user] removed [the catheter] and used another of the same device and it worked fine with no further complications. There was no harm to the patient and no additional procedure required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.